Event description:
--

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). Additional information was received indicating no further testing was performed at this time. The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited an out of range shock impedance measurement. Shock impedance measurements were trending in the 80 ohm range. Boston scientific technical services (ts) discussed troubleshooting options. No adverse patient effects were reported.